Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported via merlin.net that the patient had multiple episodes of non-sustained lead noise. The device was reprogrammed. The physician will monitor the patient.

Manufacturer narrative:
Required intervention to prevent permanent impairment damage (devices).